Event description:
It was reported that the patient presented to clinic. A device interrogation was performed and revealed that the patient's right ventricular (rv) lead exhibited noise. During replacement procedure, part of the silicon on the lead became stuck in the header of the patient's pacemaker and was unable to be removed. The patient's pacemaker and rv lead were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of ventricular lead broke apart while removing it from the connector was confirmed. Analysis revealed there was blood accumulation in the ventricular connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector port and the surfaces of the lead body. While trying to pull the lead out of the connector the front seal of the lead broke off the lead body and remained stuck in the connector. The setscrew had no effect on lead removal since it had been untightened by the physicians. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector port at time of implant.